Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400714876. The complaint could not be confirmed. No sample was sent into the service repair shop in melsungen for a further investigation process. According to the error description of the customer, a further detailed analysis procedure could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (01)04046963716752. Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "on (B)(6) 2025 nc nadia started therapy of sodium bicarb vtbi of 540ml at rate 135ml/hr. Therapy was to run for 4 hours around 2030 hrs. At 2032 hrs noticed that there were still remaining fluids left in the bag. Nurse remove the line and set aside the pump."